Event description:
The customer contacted beckman coulter (bec) reporting about 5 ml of blood leaked onto the blood sampling valve (bsv) tray of the coulter lh 780 hematology analyzer and the results from three (3) different patients were affected. The leak was contained within the instrument. Review of the printouts provided shows the lh780 gave non-credible instrument flagged results and distorted histograms for all parameters on the three (3) samples compared to the same samples run on the customer's act diff 2 instrument which were considered correct. The results provided by the customer are shown in the attachment section of this report. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. Erroneous results were not reported out and there was no change to patient treatment attributed to this event.

Manufacturer narrative:
The specific samples were collected in 5ml bd tubes stored on a rocker for 30 minutes run in primary mode. Controls run before and after this incident were within range and the instrument is currently performing within quality control (qc) specification. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found the blood sampling valve (bsv) knob loose and almost off of the shaft. The fse replaced the suspect bsv shaft and knob. The fse performed start-up, reproducibility and controls with all results in range and no errors. Incidentally the fse made minor adjustment to the secondary mode white blood count (wbc) calibrator factor to align primary and secondary modes. The fse also bleached latron lines to get latron primer in range. The fse made minor adjustment to the differential gain. The fse noted multiple low vacuum errors in error log, but had no errors generated with the new bsv shaft. Failure mode: can be attributed to a loose bsv; shaft and knob. Per labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.